Event description:
The patient's home care physical therapist reported the patient's motor coordination and gait have decreased dramatically since implant. Additional information was requested from the patient's physician. The physician reported increased gait disturbance. A CT scan of the head was negative. Physical and occupational evaluations were conducted, along with multiple programming adjustments. No patient improvement with the device off. The patient is depressed and rehabilitation is ongoing.